Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted; full lead returned and analyzed. Further implant damage was also observed on the lead. The helix would not extend or retract due to the distortion of the helix at the connector end, and there was a bent connector pin. Blood/body fluid was present on the helix mechanism.

Event description:
It was reported that the helix would not retract after over 10 repositioning attempts during implant attempt. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.